Event description:
It was reported that this was a venous closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to a leadless pacemaker procedure. Reportedly, a prostyle was successfully preplaced. A cuff miss [suture retrieval issue] was noticed for two other prostyle. A second suture was successfully preplaced with another prostyle. The sheath was upsized to greater than 27f, and the pacemaker procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional vessel closure device referenced in b5 is filed under a separate manufacturing report number.